Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 250 to high mg/dl. Cause was therapy was interrupted due to occlusion. A manual injection was administered to address bg. A supply change was performed resolving the occlusion.